Manufacturer narrative:
The investigation concluded that lower than expected ammonia (amon) results were obtained from a vitros liquid performance verifier (lpv) processed using vitros chemistry products amon slides lot 1018-0254-1455 on a vitros 250 chemistry system.the assignable cause of the event is most likely an instrument event related to microslide incubator contamination. Although historical quality control results were not available, results obtained by the customer during troubleshooting determined that within-lab imprecision was present. Ortho field service actions which included cleaning the microslide incubator, replacing the evaporation caps and adjustments to the microslide incubator were performed. Although a precision test was not completed prior to service actions to assess the performance of the vitros 250 system, post service quality control results showed improved within-lab precision.(B)(4)

Event description:
A customer reported lower than expected ammonia (amon) results obtained from a vitros liquid performance verifier (lpv) processed using vitros chemistry products amon slides on a vitros 250 chemistry system. Vitros lpv ii lot l7187 vitros amon results of 118.9, 130.0 and 154.7 umol/l versus an expected result of 200.0 umol/lbiased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected results were obtained when processing a quality control fluid. However, it cannot be concluded that patient results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4)